Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient started to feel their left foot moving on its own. The patient checked their settings and reported the left side was supposed to be at 2.00 and right side should be 1.80 but noticed the left side went up to 2.10 and the patient wasn't able to decrease it back to 2.00. The patient was to discuss this with their managing physician. No further complications were reported as a result of this event.